Manufacturer narrative:
(B)(4).

Event description:
It was reported the catheter was being placed into the patient's right femoral vein in the emergency department. An experienced physician was inserting the catheter with ultrasound guidance into the patient. They were unable to advance the guide wire as it became kinked during insertion. An alternate cook guide wire was used to complete the insertion into the same site without issue. There was a delay in treatment and no patient death or complications reported.

Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint was confirmed through examination of a returned product sample. The customer provided a guide wire that was kinked several times and the j-bend was opened. The kinks were between 10 and 19 cm from the distal end. Microscopic examination found one offset coil. The guide wire was intact and within dimensional specifications. A review of manufacturing records did not yield any relevant findings. The provided instructions describe suggested techniques to minimize the likelihood of guide wire damage during use. Based upon the observed damage and the information provided stating this occurred during insertion, operational context caused or contributed to the event. No further action will be taken.